Event description:
On (B)(6) 2026, the patient was prepped for an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre opti drain catheter. Prior to the procedure, it was noted that the length of trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and review. The photo shows the partial view of the catheter with loaded trocar needle. Needle tip was noted to be protruding from catheter tip. However, the length cannot be verified from provided photos and without physical sample. Therefore, the investigation is inconclusive for the reported trocar needle was shorter than the catheter issue as provided evidence are not sufficient to confirm the issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.